Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 199mg/dl. The customer states the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.